Manufacturer narrative:
Continuation of d10: product ID 8780 lot# serial# (B)(6); implanted: (B)(6) 2019. Product type catheter section d information references the main component of the system. Other relevant device(s) are: product ID: 8780, serial/lot #: (B)(6), ubd: 30-jan-2021, UDI#: (B)(4). Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Information was received from multiple sources (manufacturer representative, healthcare provider) regarding a patient who was receiving unknown drug via an implantable pump for unknown indications for use. It was reported that the patient has an increasing residual volume of 8 ml compared to 4 ml. There were no known environmental/external/patient factors that may have led or contributed to the issue. A dye study was performed and 1ml of clear fluid aspirated but very difficult to instill contrast into the catheter. There will likely be a revision for the catheter, but the date was not given. Action: the pump was primed, and therapy restarted. There were no known environmental/external/patient factors that may have led or contributed to the issue. The medical history was asked but unknown at this time. The patient status was alive but no injury. The issue was not resolved.

Event description:
Additional information was received from the company representative (rep) and confirmed with the physician indicated that the cause of the increasing residual volume was not determined. It was reported that no interventions at this time and were going to observe the next couple refills for comparison. The issue had not yet resolved and they would know more at the next refill. The catheter revision had not yet been scheduled.

Manufacturer narrative:
H6 codes have been corrected in addition to new information being recieved. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.